Event description:
Caller reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. In response to the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin. It was noted that the customer removed the pump recently and reverted to an alternate method of insulin therapy.